Event description:
Information received by medtronic indicated that the customer's insulin pump had a cracked at battery compartment. Troubleshooting was performed for the crack in the insulin pump. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump was received with a cracked case at the battery tube side. The following were also noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to critical pump error (open book image) alarm. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, and force sensor. The motor had moisture damage. ¿ critical pump error (open book image) alarm was confirmed due to corrosion on the pcba1 and pcba2. Unable to download firmware using crest, and unable to download history files and traces using thus due to corrosion on the pcba1 and pcba2. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the history review 2 days prior to the event dates 03-nov-2023 and 18-nov-2023 in the pumps history file due to download anomaly. Cosmetic damage was confirmed at the back of the pump. Critical pump error (open book image) alarm was confirmed. Unable to download firmware using crest and or history files and traces using thus were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.